Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The unknown cuff related to the reported event was not returned for evaluation; no findings available. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that the main cuff does not inflate. The event occurred before the surgery. There was no adverse event reported as a result of this malfunction.